Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the head section will not lower by cardio pulmonary resuscitation. No report of injury.